Manufacturer narrative:
B3 date of the event: date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the video system center had no light emitted and the front panel light-emitting diodes were blinking during inspection for use. There was no patient involvement.